Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while closing the enterotomy on the jejunum, the device had a toggling issue which caused a small portion of the mucosa to be torn. The needle/suture disengaged and fell into the patient¿s cavity and it was retrieved via endo graspers. A new needle and handle was used in order to complete the case. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the needle/suture disengaged and fell into the patient¿s cavity and were retrieved by endo graspers.